Event description:
A spinal surgery was performed on (B)(6) 2021 fixing the spinal column with bilateral rods from t8 to l3 with one vertebra skipped due to tuberculous pyrogenic spondylitis. Bone fusion was difficult due to the infection. Subsequently, both rods broke. On (B)(6) 2022, a revision surgery was performed to replace the rods. The surgeon noted that there was no loosening of the screws and the rods were heavily loaded.